Manufacturer narrative:
Sc-1110-02 sn: (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient was not going to be explanted. The patient was supposedly to undergo revision procedure to move up the leads due to need of stimulation in her back. However, the patient will no longer proceed with the revision. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced as the ipg was not working. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to ipg not holding a charge. Device malfunction was suspected.